Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump kept sending failure alerts, it would cut off and on, rewind and priming was slower, buttons were less responsive, it sent no delivery alarms and they had to redo settings after she just changed them. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.